Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a surgery treating the proximal tibia. After surgery, on (B)(6) 2022, the patient underwent a removal surgery of implants. In the removal surgery, 1 of the 4 screws was crimped and stuck, the surgeon decided to use the drill bit to remove the screw. The surgeon could not remove the screw because the screw stuck so firmly, and the drill bit became shaved when it was applied to remove the screw. The tip of the driver shaft was also deformed, making it difficult to remove the screw. Therefore, the surgeon used a carbide drill bit instead of the drill bit and managed to remove the screw. The surgery was completed successfully within 30 minutes delay. This report involves one (1) 2.5mm high speed drill bit sterile. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the hss drill bit ø2.5 f/implant steel was found to be nicked. Unable to disassemble condition cannot be confirmed as the drill bit was returned by itself with no mating device stuck together. A dimensional inspection was performed for the hss drill bit ø2.5 f/implant steel and met specification. A functional test was unable to be performed due to the mating device was not returned. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the hss drill bit ø2.5 f/implant steel would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part # 309.503s. Lot # f-13973. Manufacturing site: synthes selzach. Release to warehouse date: 23 nov 2012 . Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. After further review, it was determined the drill bit did not contribute to an adverse event and the malfunctioned the device experienced is has not, and is not likely to, contribute to an adverse event if it were to recur.